Event description:
(B)(4). High blood pressure , high blood sugar , carpal tunnel , peripheral neuropathy , tarsal tunnel , migraine headaches , palpitations , sleep apnea , excessive bleeding , lower back pain and pain in all body parts , plantar fasciitis , fibromyalgia , rheumatoid arthritis , brain fog , forgetfulness , vertigo , weakness , fatigue , depression , anxiety, skin rash , hives and infections due to nickel allergy , vaginal infections , swollen of feet and legs , addiction to pain relievers due to dependence from pain of essure . And many more side effects.